Event description:
It was reported that the patient experienced phrenic nerve stimulation with their epicardial leads. The leads were all capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4968-35 x 2 leads implanted: 2005 (B)(6). (B)(4).